Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the x-ray could not be performed. No further information regarding the issue has been provided. No service has been performed by philips since the case has been cancelled by the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved by the customer and the quotation has been cancelled. No service has been performed by philips. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not x-ray. There was no reported patient or user harm.